Manufacturer narrative:
. If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). Investigation summary: the device was sent to the service center for repair. The defect reported by the customer has been verified and remedied. "Tornado": preventive replacement of o-rings performed. Motor does not turn: motor replaced (input form indicates that the motor is corroded) short circuit in the motor cable - motor cable replaced. Defective o-rings replaced. Unit cleaned. Functional test performed. Functional test acc. To test procedure completed. Safety test checklist enclosed. Fluid ingress into the motor compartment of the hand piece is the probable root cause of this failure. No further information regarding the cause of the defect has been provided to help determine a definitive root cause for this failure. This complaint can be confirmed. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in the (B)(6) that post-surgery to an unspecified procedure, it was observed that the 8022 hand pc tornado shaver device was defective. During in-house engineering evaluation, it was determined that there was a short circuit in the motor cable on the device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown, but was noted to have occured in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.